Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical italy. The customer's report was observed during testing. However, the reported problem could not be duplicated. The device has reached its end of life and zoll no longer supports or service the e series device's. The device was returned to the customer unrepaired and labeled "not for clinical use". Analysis for reports of this type has not identified an increase in trend.